Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the harmonic ace curved shears insert accessory spring came out of the insert. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.